Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. Electrical testing revealed a short circuit between electrode 1 and electrode 2, consistent with the reported event. Further dissection revealed conductor wire 2 was wrapped under the spine in the deflectable shaft, consistent with the short circuit detected. Electrodes 1-2 met specifications of acceptable resistance values with no open circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of conductor wire 2 making contact with the spine is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit in the catheter.